Manufacturer narrative:
(B)(4). B5 describe event or problem - additional. H2 additional. H6 investigation findings - additional. H6 investigation conclusion - additional.

Event description:
Subsequent to the initial MDR, data was provided for investigation. Data investigation shows that at 10:48 pm on 02/21/2025, the patient's estimated glucose value of 95 mg/dl dropped below the low alert threshold of 100 mg/dl, and the app delivered low and urgent low soon alerts at 40 percent volume until 11:28 pm. Follow alerts and settings are undetermined for followers "evan" and "michelle". Confirmation of the allegation and probable cause could not be determined. The probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that an adverse event occurred. On (B)(6)2025, the patient's son reported that the patient's mobile app alerted for a low reading; however, he and his sister (followers) did not receive an alert on their follow app. It was reported that the patient's reading was 38 mgd/l (unable to confirm if this was the cgm or a bg meter). When the daughter saw the reading on her follow app, she checked on the patient and stated he was out of focus, confused and unresponsive. She tried to make him drink orange juice but he couldn't so she called paramedics. When paramedics arrived, they treated the patient and the patient regained consciousness. Treatment information was not reported. At the time of the report, the patient was doing fine. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.